Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the needle was inserted into the cartridge, it created a "line" in the septum. Reportedly, when the needle was removed, the "line" was no longer visible. The customer successfully filled the cartridge. There was no impact to the customer's blood glucose level.